Event description:
It was reported that the patient's blood glucose level reached 28.7 mmol/l (516.6 mg/dl) with ketones present. It was noted that the cannula dislodged from the site. The patient went to the emergency room, but was not provided any treatment and only had diagnostics done. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.